Manufacturer narrative:
Visual, dimensional, functional, and material analysis could not be performed as the device remains implanted, however an xray was provided that showed two fractured screws. Device and complaint history review could not be completed as the lot and catalog number are unknown. Per instructions for use: the surgeon must warn the patient of the surgical risks and make the patient aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Patients who smoke have been shown to have an increased incidence of non-unions. Surgeons must advise patients of this fact and warn of the potential consequences. For patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief.while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials, which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors, which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. It appears that the holes were prepared properly and no other information is available at this time, so the probable root cause is not determined. Potential root causes include improper construct, excessive load due to unstable construct, excessive load due to patient anatomy/pathology, patient performs strenuous post-op activities, surgeon applying too much torque to seat the screw head.

Event description:
It was reported by the surgeon and confirmed via x-ray provided that an oasys screw fractured at t1 level. No revision surgery planned and no adverse consequences to the patient have been reported. This record represents 2 of 2 screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported by the surgeon and confirmed via x-ray provided that an oasys screw fractured at t1 level. No revision surgery planned and no adverse consequences to the patient have been reported. This record represents 2 of 2 screws.